Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b3,b5,h6( hecc,heic) with this report.

Event description:
Customer reported that he had a low blood glucose in the 50s mg/dl on (B)(6) 2023 at 15:00. Most recent set change was at 8am on (B)(6) 2023. Customer did not do load and fill on the pump but did a manual fill with the plunger. Helpline said that should never be done and could have caused his low blood glucose. Customer also said the insulin type and concentration were not correct based on doctor's guidance. Pump passed self-test.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section h6 [health effect - clinical code, health effect - impact code] with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with the blood glucose value of 50 mg/dl and reported issue with the insulin pump. Troubleshooting was performed and the current blood glucose was 162 mg/dl. The customer reported sweating, mental confusion and weakness symptoms related to low blood glucose and the hypoglycemia was treated with food and ems dispatched. The insulin pump was used within 48 hours of the reported event and the smart guard/auto mode was active at the time of event. The customer alleges possible over delivery and noticed that the reservoir was low and customer had just filled it with over (B)(4) units and noticed it was (B)(4) units left. No further patient complications were reported. It was unknown whether the customer will continue or discontinue the use of the device and the insulin pump will not be returned for analysis.